Event description:
As reported per the edwards field clinical specialist (fcs), significant bleeding occurred during apex access and sheath insertion. The patient's apex was described as having very friable muscle tissue and the surgeon had difficulty controlling the bleeding during initial suturing and sheath insertion; therefore, the patient was placed on bypass for the duration of the procedure. Two hours post procedure the patient became hemodynamically unstable, had a pea arrest, and was returned to the or. The patient's chest was opened to see where the bleeding was coming from and it was suspected that there was issue with the apex. The apex closure was found to be perfect and what had actually occurred was an annular rupture. It was determined that nothing could be done to successfully repair the rupture which had also caused a type a dissection and the patient ultimately expired.

Manufacturer narrative:
Per the instructions for use (IFU), catheter site bleeding which may require intervention and cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures are known complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure. Upon review of prior events, the majority of apical bleeding complications/ventricle ruptures appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. Additionally, according to literature review, there is a higher incidence of apical bleeding in female patients and patients over 80 years old. Furthermore, the literature also reports that friable tissue may predispose this patient population to the development of apical access site complications. In this case, it was reported that the apex bleeding at the beginning of the procedure was a result of the patient's very friable tissue. It is also possible that the patient's frailty and advanced age could have been contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.